Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Na. Health effect - clinical code e2402: generalized illnesses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female who underwent an unspecified breast surgery with mentor smooth round moderate plus profile, 325cc saline prosthesis, experienced ¿no upper strength¿ postoperative. The report indicated that the patient has no upper pull and it's like dead, and the doctor is going to do a revision surgery on her. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.